Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily in-house inspection, the cardiosave intra-aortic balloon pump (iabp) was showing "maintenance required" message. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. There was a communication failure in the data log, but an investigation of the device revealed no abnormalities. Fse inspection based on the service manual showed good condition. Repairs have been completed.